Manufacturer narrative:
The components not implanted were returned. One additional set was manufactured to this lot and was in biomet's internal warehouse. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent revision knee arthroplasty that utilized a custom oss avl yoke set on (B)(6), 2011. During the procedure, the surgeon requested the 12mm yoke; however, the package for the yoke set was opened and found to contain two 14mm yokes, one 16mm yoke and no 12mm yoke. It should have contained one yoke of each size. The surgeon implanted the 14mm yoke and there was no injury to the patient or delay to the procedure as a result.